Event description:
It was reported that the practice in rochester foley catheters brought to their attention that a product issue with the 12fr lubricious coated foley catheters. The lot number on the packaging and the catheter do not match. The practice has been checking other sizes of bd or bard catheters and were finding the same issue where the lot number on the packaging did not match what looks like the lot number on the catheter. There were several affected catheters and sizes with a mix of different number combinations that did not match the lot number on the packaging. Below was a picture of the packaging and catheter inside with mismatched lot numbers. The lot number on the packaging was ngjn2218 and the number on the cuff of the catheter was ngjn2542. Per customer follow up on (B)(6)2024, it was reported that several different sizes affected when practice checked stock of catheters. The catheter was stand alone; several different sizes affected when practice checked stock of catheters. Not with mayo supply, but a mayo patient had issues with home supply of the same catheter and brought the mismatched lot numbers to their attention. They visited emergency department to remove catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the practice in rochester foley catheters brought to their attention that a product issue with the 12fr lubricious coated foley catheters. The lot number on the packaging and the catheter do not match. The practice has been checking other sizes of bd or bard catheters and were finding the same issue where the lot number on the packaging did not match what looks like the lot number on the catheter. There were several affected catheters and sizes with a mix of different number combinations that did not match the lot number on the packaging. Below was a picture of the packaging and catheter inside with mismatched lot numbers. The lot number on the packaging was ngjn2218 and the number on the cuff of the catheter was ngjn2542. Per customer follow up on (B)(6) 2024, it was reported that several different sizes affected when practice checked stock of catheters. The catheter was stand alone; several different sizes affected when practice checked stock of catheters. Not with mayo supply, but a mayo patient had issues with home supply of the same catheter and brought the mismatched lot numbers to their attention. They visited emergency department to remove catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), lubricious coated catheters. Visual inspection of the two-photo sample noted that the lot number on the product packaging did not match the lot number on the catheter inflation valve cap. This does not meet specification per inspection procedure which states " the impression of the ring must be correct and in accordance with the specification of the subassembly". No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), lubricious coated catheters. Visual inspection of the two-photo sample noted that the lot number on the product packaging did not match the lot number on the catheter inflation valve cap. During the evaluation, no device deficiency was identified; the product was found to be within specification. The lot number printed on the catheter ring corresponds to the subassembly lot, which is expected. The lot number printed on the product packaging will always be different to the lot in the ring, as it corresponds to the finished good lot. This met specification which states the impression of the ring must be correct and in accordance with the specification of the subassembly. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the practice in rochester foley catheters brought to their attention that a product issue with the 12fr lubricious coated foley catheters. The lot number on the packaging and the catheter do not match. The practice has been checking other sizes of bd or bard catheters and were finding the same issue where the lot number on the packaging did not match what looks like the lot number on the catheter. There were several affected catheters and sizes with a mix of different number combinations that did not match the lot number on the packaging. Below was a picture of the packaging and catheter inside with mismatched lot numbers. The lot number on the packaging was ngjn2218 and the number on the cuff of the catheter was ngjn2542. Per customer follow up on 24dec2024, it was reported that several different sizes affected when practice checked stock of catheters. The catheter was stand alone; several different sizes affected when practice checked stock of catheters. Not with mayo supply, but a mayo patient had issues with home supply of the same catheter and brought the mismatched lot numbers to their attention. They visited emergency department to remove catheter.